Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a040101. Patient problem code: f26.

Event description:
It was reported by the customer there was a crack on the connector tip and dirty pleural fluid leaked. Verbatim:thank you for the product issue investigation report. I do appreciate the pleurx drainage kits that save my life, but occasionally we did encounter a defective kit that cannot be used. Yesterday, (B)(6) 2023, afternoon when my wife drained my right-side pleural fluid, the first pleurx drainage kit had a crack on the connector tip and the dirty pleural fluid severely leaked out from it. My wife had to disconnect it and threw it away, cleaned up the mess, and used another pleurx drainage kit to continue to draining. I purchased the pleurx drainage kits from better living now. The defective pleurx drainage kit lot number is 0001424865. Since my insurance only approves a fix number of drainage kits to me, please ship me a replacement for the defective kit.thank you for your help.additional information received (B)(6) 2023.were you able to drain successfully with the new bottle?answer: yes.did you notice the damage to the tip prior to use?answer: no. We had never expected there would be a problem there.was the clamp properly closed until after the plunger was pressed?answer: yes.where is the catheter located? Abdomen or chest.answer: on my right chest.is there a photo or sample available showing the reported issue?answer: no. When it leaked and created a mess, our priority was to disconnect it, cap the valve of my catheter, throw the defective drainage kits into waste bag, and clean up the mess to prevent infection.what there any impact to you due to this issue, didy you require any medcial intervention/treatment?answer: it caused us much work to clean up the mess and sanitize the things and area that the dirty pleural fluid had contaminated. Was there any sounds or hissing?answer: we did not hear hissing sounds, but saw part of the pleural fluid was suck into the bottle and part of it leaked from the connector.how are the bottles stored before use?answer: in dining room with constant room temperature.

Event description:
It was reported by the customer there was a crack on the connector tip and dirty pleural fluid leaked. Verbatim: thank you for the product issue investigation report. I do appreciate the pleurx drainage kits that save my life, but occasionally we did encounter a defective kit that cannot be used. Yesterday, (B)(6) 2023, afternoon when my wife drained my right-side pleural fluid, the first pleurx drainage kit had a crack on the connector tip and the dirty pleural fluid severely leaked out from it. My wife had to disconnect it and threw it away, cleaned up the mess, and used another pleurx drainage kit to continue to draining. I purchased the pleurx drainage kits from better living now. The defective pleurx drainage kit lot number is 0001424865. Since my insurance only approves a fix number of drainage kits to me, please ship me a replacement for the defective kit. Thank you for your help. Additional information received on 21-feb-2023: were you able to drain successfully with the new bottle? Answer: yes. Did you notice the damage to the tip prior to use? Answer: no. We had never expected there would be a problem there. Was the clamp properly closed until after the plunger was pressed? Answer: yes. Where is the catheter located? Abdomen or chest answer: on my right chest. Is there a photo or sample available showing the reported issue? Answer: no. When it leaked and created a mess, our priority was to disconnect it, cap the valve of my catheter, throw the defective drainage kits into waste bag, and clean up the mess to prevent infection. What there any impact to you due to this issue, didy you require any medcial intervention/treatment? Answer: it caused us much work to clean up the mess and sanitize the things and area that the dirty pleural fluid had contaminated. Was there any sounds or hissing? Answer: we did not hear hissing sounds, but saw part of the pleural fluid was suck into the bottle and part of it leaked from the connector. How are the bottles stored before use? Answer: in dining room with constant room temperature. Have you contacted better living now to obtain a replacement? Answer: no, because last time when I contacted better living now, they asked me to contact bd.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for reported lots 0001424865 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we did not identify a direct issue, a corrective action project was opened to further investigate these defects. Through our investigation, we identified the defect can be produced due to pins in the access dilator mold becoming bent during production. Improvements are in the process of being implemented to ensure that repairs and maintenance orders are in alignment with established documentation processes, allowing for robust verification of the condition of the mold. Actions have been taken to assess and replace bent pins within the mold for the access dilator. Improved inspections and additional personnel training have been implemented. In addition, enhanced preventative maintenance procedures are currently being added to the process. H3 other text: see manufacture narration.